Event description:
It was reported that the patient experienced recurrent low blood glucose while using the ilet overnight and into the morning, with a documented nadir of 40 mg/dl, and the patient did not use backup therapy. Symptoms included hypoglycemia. Outcomes included disruption to daily activities due to prolonged low glucose episodes. Investigation included complaint handling review and user education/troubleshooting. Investigation of this case revealed cause not determined based on available information. It was concluded that the event was user-reported hypoglycemia with an undetermined relationship to the device and no device performance issue identified from the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.